Manufacturer narrative:
Due to an anonymous survey in the netherlands following was reported: ¿clots often occur inside the product (hls set) / air trapped inside during priming procedure / not alway's available!¿ the instant of time is unknown. No more information will be available. No harm to any person has been reported. No serious injury or death was reported with the given information. Since no systemic issue was determined no corrective action is required at this time. According to the risk file hls set following root causes can lead to the reported failure: -air remains in or enters the circuit -inappropriately low, or no blood flow, in the circuit. -improper hemostasis. -too low anticoagulation. -too low act level, effect of heparin is too limited. -protamine sulfate enters the hls set. -administration of congealable substances (such as platelets) or pro-coagulant medications. -(consumption) coagulopathy according to the instruction for use (IFU hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, g-360 v03, chapter 7 application) a visual inspection has to be performed before use, to ensure there is no damage. Further, it is stated to check for leaks during priming. In chapter 7.4 starting perfusion ¿ensure that the tube system has been completely de-aired before starting the perfusion.¿ no confirmation of the failure is possible due to less information as this complaint was created out of anonymous survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Due to an anonymous survey in the netherlands following was reported: ¿clots often occur inside the product (hls set) / air trapped inside during priming procedure / not alway's available!¿ the instant of time is unknown. No more information will be available. No harm to any person has been reported. The reported failure ¿clots occur inside the product¿ could lead to a risk for the patient. Therefore, a report is required. Complaind ID: (B)(4).